Manufacturer narrative:
Evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to properly power up) has been confirmed. Upon investigation, the monitor would not power up. The failure was isolated to contamination on j1 and j502 components of the ca boar. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor was not able to power up.